Event description:
It was reported that pump experienced malfunction alarm identified as malf 12, which recurred even after reset, and no notable events occurred before issue. There was no reported impact to customer¿s blood glucose level. Customer was assisted by technical support with pump reset. Technical support arranged shipment of replacement pump with updated software. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.